Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, a balloon burst occurred. The 80-90% stenosed lesion was located in the non-calcified and non-tortuous anterior tibial artery. The physician advanced the 2x40mm sterling es pta balloon dilatation catheter to the target lesion and inflated the sterling balloon once to 10 atms, however, after the first inflation, the sterling balloon burst. The physician removed the sterling balloon intact from the pt and noted a pinhole in the balloon. The physician successfully completed the procedure using another of the same device. No pt complications were noted and the pt's status was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).